Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Lot, d4. Expiration date. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Provide lot tabdrs exp (B)(6) 2024. H3 evaluation: this is an analysis for a photo submitted to ethicon for evaluation. No product was returned. During the visual analysis, the following was observed: the photos show a product with a broken ampoule. Based on the photo review, the event describe is observed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? Alcohol was medical or surgical intervention required? No was there any special diagnostic test performed? No what is the status of the surgeon injury today? Cst cut finger was it difficult to break the ampoule (was extra force needed to break the ampoule)? No was the ampoule crushed repeatedly? No can you identify the lot number of the product that was used? Product saved is the product involved in the event available for evaluation? If yes, what is the device return status? Yes. Must go through internal review process then will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a lap sleeve gastrectomy on (B)(6) 2023 and topical skin adhesive was used. During procedure, scrub nurse a the end of procedure squished the vial. It cracked and broke through the plastic and cut the scrub nurses finger. Case completed with another same adhesive. It was treated with alcohol. No further treatment required. The nurse is okay. Device will be returned. No adverse patient consequences reported.